Event description:
It was reported that the user called to troubleshoot problems with the fos (fiberoptix sensor) waveform. The waveform was intermittent and is not present now, the icon is green. Autopilot continues to try to utilize the fos source. They have a good central lumen source connected to the pump. The caller thought they should have the board checked on the pump. The clinical support specialist (css) had the caller check the status codes; ll (low light) was displayed. The css discussed what ll means and possible issues that could be the cause. One of which could be that the catheter (iab-05840-lws s/n (B)(4)) could be positional or up against the wall of the vessel since the waveform was intermittent. The css suggested they verify placement of the catheter. The css explained that the caller could confirm that it is catheter related and not the pump by bringing another pump in and connecting just the fos to see if he gets a waveform. The css asked the user to notify her and keep the catheter when removed if there is no waveform and this is catheter related. If it works on the second pump, they can notify biomed and the field svc rep to check the pump. The css and user discussed manual calibration if the second pump did work, although it is likely the catheter. The css suggested the user disconnect the fos and cal key so autopilot will stay with the central lumen. There was no reported pt death, injury or complications. The central lumen source is being utilized successfully. On (B)(6) 2012 the biomed engineer stated that the pump was exchanged off the pt and sent to biomed. The second pump was used successfully.

Manufacturer narrative:
Device will not be returned for eval.